Event description:
The pt reportedly experienced sound quality issues and facial stimulation. Programming changes were made however, this did not resolve the issue. The integrity test of the device was aborted due to the pt's aversive reaction. Revision surgery is under consideration. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.